Event description:
No pump was returned. The reported issue, there is nothing in the logs to indicate any sort of errors, was unfounded. Per the biomed, the last infusion they completed was on 1/20 where they were flowing saline at max rate. Its possible that they didn't mean to do that, but the pump did what it was programmed to do. After this the pump was put into standby and never used again. No further action is required because the reported issue could not be confirmed or refuted. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: biomed reported: a patient incident where pump flow failed and started dumping the bag of fluid into the patient, we do not have the cassette from the incident. Flow tested within spec, a preliminary review identified the following issue: (overdose, no ae). Unknown if an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.